Event description:
On 22nd september 2023 getinge became aware of an issue with one of surgical lights ¿ angénieux ax4. As it was stated, dome support bearings were broken creating a risk of the dome detachment. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential of the headlight falling off into sterile field or during procedure which may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
Getinge became aware of an issue with one of surgical lights ¿ angénieux ax4. As it was stated, dome support bearings were broken creating a risk of the dome detachment. The designated complaint unit employee indicated the paint peeling from fork based on the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential of the headlight and paint particles falling off into sterile field or during procedure which may cause serious injury or contamination.

Manufacturer narrative:
Initial reporter was getinge service personel. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd september 2023 getinge became aware of an issue with one of surgical lights ¿ angénieux ax4. As it was stated, dome support bearings were broken creating a risk of the dome detachment. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential of the headlight falling off into sterile field or during procedure which may cause serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights ¿ angénieux ax4. As it was stated, dome support bearings were broken creating a risk of the dome detachment. The designated complaint unit employee indicated the paint peeling from fork based on the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential of the headlight and paint particles falling off into sterile field or during procedure which may cause serious injury or contamination. Previous h3a device evaluated by mfg: no corrected h3a device evaluated by mfg: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: none previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights ¿ angénieux ax4. As it was stated, dome support bearings were broken creating a risk of the dome detachment. The designated complaint unit employee indicated the paint peeling from fork based on the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential of the headlight and paint particles falling off into sterile field or during procedure which may cause serious injury or contamination. Based on an information gathered from the technician, defective kit fixation arceau/coupole ax4 (ard395102555) were replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As stated: it was repoted a breakage of the plastic hinge between the fork and the lighthead. Probably abnormal use (violent collisions, excessive effort.) Or the use of incompatible cleaning products or protocol, could damage this part. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the ax04 product must be used according with the user manual information (user manual 010713003) the check-list ask to control the stability in all positions. Paint chips observed on the fork are probably due to collision with other equipment. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.